Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value was not provided); cause was not known. Customer went to urgent care and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.